Manufacturer narrative:
Date of report: 14jan2019. Date received by manufacturer: 12dec2018. The philip's field service engineer (fse) replaced the battery, power management board, motor controller board and retention plate and the issue was resolved. The fse replaced the battery, power management board, motor controller board and retention plate and the issue was resolved.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
During a review of the significant event log, it was found that the device logged an error 1208 (no oxygen available). The device was in use at the time of the event; however, there was no patient harm.the event date was not specified; estimate used.